Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device displayed error message code "error 70" on the monitor screen. Biomedical department found the dump resistor to be at fault. The complainant indicated that there was no pt involvement in the reported failure.